Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The specific root cause of the foreign material lodged in the nozzle could not be determined at this time. The user may detect the event by handling the device in accordance with the instructions for use (IFU): "preparation and inspection: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user may prevent occurrence of the event by handling the device in accordance with the instructions for use (IFU): "precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Flush the air/water channel with detergent solution. Presoak for excessive bleeding and/or delayed reprocessing after each procedure". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Due to clogging of the nozzle, the air supply volume did not meet the standard value. Due to clogging of the air/water tube, the water supply volume did not meet the standard value. The flexibility adjustment ring, grip, forceps channel port, light guide cover glass, plastic distal end cover, and connecting tube had a scratch. The suction cylinder, right/left/up/down knobs had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope did not suction. No patient harm reported. During the evaluation of the device, it was noted the air/water channel was clogged by foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the air/water channel was clogged by foreign material due to insufficient or incorrect reprocessing noted at estimation.